Manufacturer narrative:
Intuitive surgical, inc. (Isi) received green stapler reload as an RMA. There was no alleged malfunction reported against this product. Although there is no claim against the product, an investigation was completed to determine the cause of the RMA. Visual inspection was performed and the reload was found to be fully fired. No firing failures were observed based on log review. The green stapler reload accessory was analyzed and found that the reload was disassembled in-house for inspection and found to have cartridge damage along the knife track. No material appears to be missing. The reload was also found to have a damaged blade that exhibited mechanical indentations. The reload was found to have lodged, malformed staples along the knife track towards the distal end of the reload. .

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the sureform 60 staplers experienced partial fires. When the stapler was clamped to the bowel, ready to use message was indicated/displayed. Halfway through the process, the stapling stops, and the screen displays that the tissue was too thick to unclamp the instrument and remove it. The operating room (or) staff stated the blade was in the track after the partial fire. The or staff confirmed they were using a green load. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the or staff to go up a higher load if possible. The or staff stated the surgeon decided not to go with a larger load. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instruments were inspected with no noted damage. The stapler did work initially. The tissue was previously exposed to radiation/chemotherapy prior to the procedure. There was no mention of malformed staples. There were no missing staples from the staple line. There were no holes/gaps within the staple line. The reload was not stuck to the tissue. There were no obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. Buttress material was not used. There was no observed bleeding on the staple line due to the issue. There was no unexpected tissue removed. Backup staplers were used to resolve the issue. The procedure was completed robotically. There was no harm or injury to the patient. The reloads are returned with the staplers.